Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve leak issue occurred. The incident occurred when the mapping catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician applied contrast agent into the left superior pulmonary vein. Noticed a backflow of contrast agent through the valve, that did not seal the sheath anymore. The valve was not detached from the sheath. There was no blood return observed and to the physicians knowledge, there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve leak issue occurred. The incident occurred when the mapping catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician applied contrast agent into the left superior pulmonary vein. Noticed a backflow of contrast agent through the valve, that did not seal the sheath anymore. The valve was not detached from the sheath. There was no blood return observed and to the physicians knowledge, there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The bwi product analysis lab received the device for evaluation on 22-sep-2021. The device evaluation was completed on 28-sep-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test evaluation of the returned device. Visual analysis of the returned sample was found in normal condition, no valve damaged observed on the vizigo sheath. Then, the flush test was performed and it was found working correctly, the device was flushing correctly, no issues were observed. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use: once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. -all fluid infusion should be through the sideport. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).